Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that her one touch verio iq meter had displayed an error message ¿ error 2. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2014 at ¿9:30am¿. The patient manages her diabetes with pills, diet and exercise. The patient stated on approximately the same date and time the issue started, she took her usual dose of medication (1 pill of metformin) as a result of the error message appearing. The patient stated that ¿2 hours¿ after the error message appeared, she developed symptoms of ¿dizzy, got nervous¿. The patient denied receiving any form of treatment due to the alleged product issue. At the time of troubleshooting, the cca noted that the meter was not in use for the first time, there was no misuse of the product. The issue was unresolved with training. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 1/7/2015 and further evaluated by lifescan product analysis on 1/16/2015 with the following findings:error message 2 observed in the error log, but the errors were not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.